Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and / or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with unknown silicone breast implants which patient reported pain in shoulders and back. Pain in breast, more in left. Sensitivity around the sides of breast, if she pushes it hurts. Severe acne. Skin sensitivity. Depression. Gets sick more often. Weight gain, that she can't get off. Hair loss. Extremely dry skin. Developed allergies (gets hives when she pets her dog). Gets rashes. Thyroid problems. All testing comes back negative. Left breast is a little different shape, and it's tighter and contracted. These issues occurred after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.